Manufacturer narrative:
The hvad is used for treatment not diagnosis. The driveline cable, (B)(4), was not returned for evaluation. Four controllers ((B)(4)) were returned for evaluation. Review of the manufacturing documentation of hvad pump ((B)(4)) confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controllers confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms for the reported event date; these alarms are indicative of contamination of the driveline connector and/or the controller. The controllers ((B)(4)) passed visual inspection and functional testing. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. The manufacturer has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted the most probable root cause has been attributed to design/training issues. This is one of fine reports (3007042319-2016-00298, 00299, 00300, 00301 and 00302) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Log file analysis review date: (B)(4) 2015. Dated through (B)(4) 2015. Normal power consumption. Additional notes: low flow alarms have been logged at the following times: (B)(4) 2015 at 12:42:28, (B)(4) 2015 at 12:45:32. The low flow alarm limit is currently set to 3.0 lpm. 4 vad disconnect alarms have been logged on (B)(4) since on (B)(4) 2015. 1 vad disconnect alarm was logged on (B)(4) on (B)(4) 2015 at 14:19:11. 5 electrical fault alarms have been logged since (B)(4) 2015. Log file analysis review date: (B)(4) 2015. Dated through (B)(4) 2015. Normal power consumption. Additional notes: 2 high watt alarms have been logged at the following times: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is five of five reports (3007042319-2016-00298, 00299, 00300, 00301 and 00302) submitted for devices related to the same event.

Event description:
It was reported from the site by the vad coordinator that the patient was experiencing multiple electrical fault alarms and vad stop alarms on (B)(6) 2015. It was also stated that the site elected to exchange a total of 3 new controllers due to continuing electrical fault alarms persisting after every exchange. It was noted that the pins of the controllers showed debris and contamination. The manufacturer representative performed a driveline cleaning on (B)(6) 2015. It was stated from the service form that there were two rounds of cleanings conducted and each lasting approximately 60 seconds for a total of 120 seconds. It was also noted that there was contamination in the driveline connector pin. It was further stated that the patient tolerated the controller exchanges well. Also stated by the site is that the patient is stable and recovering in the hospital, recovering from post lvad implant. Patient is said to have slight tingling on left side of face. No other "sequelae was noted." No additional information provided. Investigation is ongoing.